Event description:
Patient was sitting in critical care safety chair, secured by velcro waistband. Patient was restless and apparently worked velcro strap loose. Patient fell forward and struck head on floor.